Event description:
It was reported that the patient experienced pain around the general area of the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The patient was hospitalized and underwent a revision procedure in which the ipg was repositioned from the gluteal region to the abdominal region. The patient has been released from the hospital and the issue is resolving.